Event description:
Healthcare professional ¿felt a change in shape and pain. MRI done with evidence of rupture.¿ this record relates to the left side. Device explanted and replaced with non abbvie product.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional left side device rupture. The patient noticed a change in shape and pain. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 23jul2024.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ visibility/palpability: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed an opening assessed as unidentified (tear) opening. ¿ pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ pain-breast: unable to observe since it is not related to the device. ¿ visibility/palpability-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional left side device rupture diagnosed via ultrasound and MRI. The patient noticed a change in shape and pain. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ pain-breast: unable to observe since it is not related to the device. ¿ visibility/palpability-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional left side device rupture. The patient noticed a change in shape and pain. The device has been explanted and replaced with another manufacturer's device.